Manufacturer narrative:
(B)(4). Conclusions: implanting a thoracic device in the abdominal aorta.

Event description:
Additional information: it was reported that the patient presented emergently. The patient had a previous evar procedure with another manufacturers' stent graft system implanted. When the patient presented it was noted that there was a type iii endoleak; a small endoleak remained after treatment with the valiant stent graft. It was reported that prior to the procedure the left side was almost occluded and after the procedure it was totally occluded; therefore the femoral bypass was performed. The other stent graft (left iliac) totally occluded because of diameter of distal aorta. The delivery system did not kink. The delivery system was damaged after use due to the patient tortuosity. The patient remains hospitalized. A review of several returned angio images during an intervention confirmed that an endologix bifurcate stent graft had been implanted. A wire was seen running up through the right iliac and the right iliac limb was severely angulated. Contrast confirmed that the stent graft and both limbs were patent and both iliacs were severely tortuous. Blood flow distal to the stent graft was seen bilaterally. Contrast was seen in the sac from a possible type iii fabric endoleak. The valiant stent graft was then seen implanted up to the proximal margin of the endologix device, and extended distally to just proximal of the distal aorta. The detached tip was seen positioned within the right limb of the other manufacturer's stent graft. The proximal end of the tip was within the distal end of the bifurcate aortic body, and the distal end of the tip was seen within the right iliac limb. Ballooning was performed within the valiant. The final angio image showed contrast within the sac from an unknown type endoleak; the cause of the endoleak could not be determined. Blood flow was not seen within the left common iliac distal to the detached tip. The cause of the tip detachment could not be determined from the images provided, and the cause of the reported inability to capture the tip is also unknown. Images during implant, delivery system removal, and during the tip detachment event were not provided. It is possible that the delivery system placement and removal within the acutely angulated right limb of the endologix device likely contributed to these events. A review of cta¿s prior to implant of the valiant revealed that another mfg¿s stent graft was positioned within the aaa. The stent graft was placed from the proximal neck and extending down into both common iliac arteries. Contrast was seen outside the stent graft near the distal sac. The endoleak type and cause could not be determined. Both iliac arteries were severely tortuous; the right iliac limb was severely angulated as it coursed into the right common iliac artery.

Event description:
A valiant stent graft was implanted. There was moderate tortuosity and severe calcification. A sentrant sheath and a reliant balloon were used in the case. It was reported that the patient has an endologix stent graft in their abdominal aorta, but the right leg of the stent graft was deformed and squeezed. The physician inserted the valiant captivia delivery system from the right iliac because of the tortuosity of the left iliac. After deployment of the stent graft, the physician tried to close the tip capture but he could not close it. Then the physician decided to remove the system from the right iliac (outside the stent graft in right iliac) but he could not remove it. The system squeezed in the right common iliac. Force was used to take it out; the physician used too much force on the system to remove it. The taper tip broke off. The delivery system was removed from the patient; however, the taper tip was left inside the patient (right common iliac). The surgeons made a femoral to femoral by-pass afterwards. No additional clinical sequelae were reported. Film review analysis: review of a single returned still angio implant during implanted revealed that the tip had detached from the delivery system was positioned within the other manufacturer's stent graft. The proximal end of the tip was within the aortic body and the distal end within the origin of the right iliac limb, which was acutely angulated. Films were non-contrast therefore any blood flow assessment could not be made. The cause of the detachment could not be determined from this single image. The cause of the reported inability to capture the tip is also unknown. Images during implant, delivery system removal, and during the tip detachment event were not provided. It is possible that the delivery system placement and removal within the acutely angulated right limb of the other mfg.¿s device (which is designed with the stents on the inside), may have contributed to the events.

Manufacturer narrative:
(B)(4). Conclusion: using excessive force.